Event description:
The pt received two scs leads with the same lot number. It was reported the pt experienced ineffective hip and back stimulation. During the pt's ipg replacement procedure (reference (B)(4)), one of the scs leads exhibited invalid impedances. The physician planned on explanting and replacing the lead, however, the other functional lead was accidently cut during the procedure. As a result, both leads were explanted and replaced. Follow-up identified the pt is receiving effective stimulation post-operative.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.